Event description:
It was reported that (1) device was used during a salpingo-oophorectomy. It was reported by the rep that the atw35 device was extremely hard to close. Upon firing the device, it made an unusual sound and did not fire the staples (misfired). The device was reloaded and again it did not fire the staples. There was no consequence to the pt.